Event description:
At the end of an atrial fibrillation procedure, it was not possible to retract the advisor hd grid and inquiry decapolar catheter from the femoral vein. An xray image indicated the inquiry decapolar catheter was wrapped around advisor hd grid catheter. A vascular physician assisted with removal of the catheters by cutting the entry point so that it was bigger. There were no adverse patient consequences.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3005334138.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was found damaged. The paddle of the catheter was found bent. The pellethane tubing was torn, exposing internal wires. No other visual anomalies were noted. The damage is consistent with using force to withdraw the product. The product instructions for use (IFU) warns do not use force to advance or withdraw catheter when resistance is encountered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.